Manufacturer narrative:
(B)(4). Device is similar to a device with a 510(k) k121629. Investigation is still in progress. (B)(4).

Event description:
Description of event according to complainant: standard access performed on right femoral vein. Wire inserted to ivc without issue - cavagram performed and cava measured. Filter inserted using the nav-align sheath kit. Filter advanced to correct location within the sheath. Sheath pulled back until it clicked into hub. Button depressed to deploy the filter - it was immediately noticed that the filter had not fully expanded. This was confirmed with cavagrams on 2 oblique images. After some time the filter seemed to come "unstuck" and all 4 primary struts appeared to have wall a position. Patient outcome: no adverse effects to the patient were reported due to this occurrence.

Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-2-fem-celect-pt. Expiration date: unknown as lot # is unknown. Device is similar to a device with a 510(k) k121629. MFR date unknown as lot # is unknown. Summary of investigational findings: based on image review and information provided the exact root cause for the filter to not fully expand cannot be determined. However, during deployment the feet likely engaged the anterior and posterior walls of the ivc before fully expanding lateral, resulting in the clustered appearance. The spontaneous improvement in the distribution of the primary filter legs, as well as the decrease in the leftward tilt is likely due to the respiratory variability of the ivc configuration, as well as the self-centering mechanism of the secondary filter legs. Under normal conditions, i.e. 15 mm <ivc< 30 mm, the radial force of the filter will ensure proper attachment of the filter legs to ivc. However, filter migration is a known risk in relation to filter implant reported in the published scientific literature. During the manufacturing/qc processes the spring effect of filter is 100 % controlled, as they are all deployed after advancement through a sheath. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. It is noted, that no adverse effects to the patient were reported due to this occurrence and investigation found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: standard access performed on right femoral vein. Wire inserted to ivc without issue - cavagram performed and cava measured. Filter inserted using the nav-align sheath kit. Filter advanced to correct location within the sheath. Sheath pulled back until it clicked into hub. Button depressed to deploy the filter - it was immediately noticed that the filter had not fully expanded. This was confirmed with cavagrams on 2 oblique images. After some time the filter seemed to come "unstuck" and all 4 primary struts appeared to have wall a position. Patient outcome: no adverse effects to the patient were reported due to this occurrence.